Event description:
It was reported that when the patient exhaled oversensed complexes were present. The complexes could indicate an intermittent insulation issue. The sense/pace portion of the lead was capped and a new sense/pace lead was added.

Event description:
It was reported that the pace/sense portion of the rv lead was not capped as originally reported in (B)(6), 2010. The entire lead was capped on (B)(6) 2011.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.